Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor insulation, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during the central processing, the black insulation of the fenestrated bipolar forceps (fbf) was compressed, it was discovered under loupe lamp during inspection. The procedure was completed with no reported injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments are usually checked for functionality in the op room before they are used. The insulation in the joint area of the current-carrying cable was damaged. The black insulation was crushed. The operating room did not report any loss of cauterization associated with the broken/loose cable. There was no sign of thermal damage at the point of breakage of the conductor wire. It is unknown whether the fbf instrument did collide or not with another instrument or tool during the procedure. No photographs of the instrument or a video recording of the procedure are available to the isi for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the customer reported complaint that the black insulation was crushed. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off. No material appeared to be missing. The bare wire was not exposed. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related the customer reported complaint. The probable root cause is attributed to a component failure for the insulation damage to the conductor wire.